Manufacturer narrative:
Contact office address: (B)(4). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The spouse of end user reported that she had bleeding from where the stoma met the skin and on the left side of the stoma. The area was now a hematoma. He stated that she had seen nurses and physicians. The end user had a number of tests completed on her to evaluate the source of bleeding and cause but all tests were inconclusive. He was not able to provide the names of what tests were performed. It began a while ago and since it developed, the physician had used silver nitrate on the area to stop the bleeding, but no prescription was ordered. She was also changed to a flat moldable appliance and a larger convex pre-cut with no change in the hematoma on the side of the stoma. The area was not currently bleeding. The spouse reported that the end user was on blood thinners but those were stopped 10 days ago. Reportedly, they were not sure what was causing the bleeding and hematoma. No photo is available at this time.